Event description:
It was reported that there was a sudden increase in right ventricular (rv) lead thresholds and capture could not be confirmed. Current lead measurements were unavailable due to the device being at elective replacement indicator (eri). Syncope was also reported. No additional adverse patient effects were reported.